Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assy. The motor and keypad assay was found with corrosion. Unable to verify button error alarms due to blank display. The insulin pump was received with cracked case at display window corners, display window and battery tube threads. The insulin pump was received with minor scratched lcd window.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the insulin pump had a blank display. The customer's blood glucose was 125 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.